Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the compressor printed circuit board (pcb) and solenoid valve assy faulty. The se replaced both parts and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator continuously trips compressor circuit breaker. There was no patient involvement.